Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was in the emergency room due to a suspected migration of the device by the patient. Upon review, the health care professional (hcp) was having issues with wand not lighting up and difficulties to interrogate. Boston scientific technical services (ts) indicated that the hcp was using an incorrect wand, nonetheless, if migration is the case the concern would be signal interpretation and possible inappropriate shocks. The hcp indicated that the patient will stay overnight and will have device checked in the morning. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was in the emergency room due to a suspected migration of the device by the patient. Upon review, the health care professional (hcp) was having issues with wand not lighting up and difficulties to interrogate. Boston scientific technical services (ts) indicated that the hcp was using an incorrect wand, nonetheless, if migration is the case the concern would be signal interpretation and possible inappropriate shocks. The hcp indicated that the patient will stay overnight and will have device checked in the morning. This device remains in service. No adverse patient effects were reported.